Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker device exhibited sensing of high atrial rate affecting longevity. There is no known intervention information to date. The device remains in service. No adverse patient effects were reported.